Event description:
Reporter noted last of eight cases that day, cataract extraction procedure, pt diagnosed with severe infectious endophthalmitis eight days post-op. Cultured streptococcus. Hospitalized eight days for treatment with intravitreal injections. Corneal edema still present.